Event description:
The nurse reported a posterior capsule tear occurred. While setting up for the anterior vitrectomy, the probe was unable to be connected to the cpc connector. The system was switched out to complete the case as planned. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the vitrectomy connection is difficult. The cpc connector was replaced and sent for in house evaluation. The system was then tested and met all product specifications. The cpc connector has been received and in house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with when additional reportable information becomes available. This report was mailed to FDA on: 03/20/2009.